Manufacturer narrative:
The investigation reviewed the qc results and all of the results were acceptable. Based on the provided information, a general reagent issue could be excluded. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-ccp immunoassay results for four patients tested on a cobas 6000 e 601 module. The customer confirmed qc was acceptable prior to patient testing. The initial results were reported outside the laboratory. The customer provided the samples to a different laboratory for an anti-ccp validation study on a cobas pro analytical unit. The comparison results did not match, and the customer performed repeat testing on the cobas pro and the initial e 601 module. On (B)(6) 2021, sample identifier (B)(6) had an initial anti-ccp result of 14.86 u/ml. On (B)(6) 2021, sample identifier (B)(6) had a repeat anti-ccp result of 36.2 u/ml on a cobas pro. On (B)(6) 2021, sample identifier (B)(6) had a repeat anti-ccp result of 33.93 u/ml on the initial e 601 module. On (B)(6) 2021, sample identifier (B)(6) had an initial anti-ccp result of 31.7 u/ml. On (B)(6) 2021, sample identifier (B)(6) had a repeat anti-ccp result of 8 u/ml with a data flag on a cobas pro. On (B)(6) 2021, sample identifier (B)(6) had a repeat anti-ccp result of 8 u/ml with a data flag on a cobas pro. On (B)(6) 2021, sample identifier (B)(6) had a repeat anti-ccp result of 7 u/ml with a data flag on the initial e 601 module. On (B)(6) 2021, sample identifier (B)(6) had an initial anti-ccp result of 22.13 u/ml. On (B)(6) 2021, sample identifier (B)(6) had a repeat anti-ccp result of 8 u/ml with a data flag on a cobas pro. On (B)(6) 2021, sample identifier (B)(6) had a repeat anti-ccp result of 8 u/ml with a data flag on a cobas pro. On (B)(6) 2021, sample identifier (B)(6) had a repeat anti-ccp result of 7 u/ml with a data flag on the initial e 601 module. On (B)(6) 2021, sample identifier (B)(6) had an initial anti-ccp result of 35.21 u/ml. On (B)(6) 2021, sample identifier (B)(6) had a repeat anti-ccp result of 8 u/ml with a data flag on a cobas pro. On (B)(6) 2021, sample identifier (B)(6) had a repeat anti-ccp result of 8 u/ml with a data flag on a cobas pro. On (B)(6) 2021, sample identifier (B)(6) had a repeat anti-ccp result of 7 u/ml with a data flag on the initial e 601 module. The anti-ccp reagent lot number was 56373200 with an expiration date of 28-feb-2022.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent issue could be excluded. The issue is consistent with a preanalytical issue as the tube supplier's recommendations for centrifugation conditions were not followed and there were sample-related alarms in the analyzer alarm trace.